Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging that the patient's onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016 at 10:00am. The patient obtained a result of "300 mg/dl" compared to feelings/normal results. The patient manages her diabetes without diabetes medications. The reporter was unable/unwilling to state if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptom of "shaking" between 5-10 minutes before the alleged product issue began. The reporter stated that the patient received hcp treatment of "IV fluids" at an urgent care/clinic on (B)(6) 2016 at 10:00am. The reporter stated that the patient's blood glucose was tested using an ems device on (B)(6) 2016 (time not provided) and the result obtained was "28 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because although the patient developed the symptom of "shaking" before the alleged product issue began, it cannot be ruled out that the subject meter was not reading inaccurately high prior to the alleged product issue. This symptom does meet lifescan's criteria for a serious injury.